Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced calibration error/ calibration not accepted, occluded, no delivery/occlusion alarm. The customer reported hyperglycemia of blood glucose value of 417 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: due to inuslin flow block. Document treatment for high blood glucose: bolus from pump and manual injection. The event involved product(s) mmt-7040a, mmt-441ah, mmt-332a, mmt-1884l. Troubleshooting was performed and customer is requesting assistance with entering auto basal with 780g. Calibration was not accepted alert occurred which prevented pump from entering auto basal. Customer reported receiving a "calibration not accepted" alert. Customer is on day 1 of sensor wear. Customer reported insulin flow blocked alarm. Customer reported champagne size air bubbles which is acceptable. Customer reported high blood glucoses. Customer does not feel ok to troubleshoot. It was unknown whether customer used the insulin pump with in 48 hours or not and it was unknown whether the automode feature was active or not. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-441ah. No product return is required for mmt-332a. Customer will continue to use the insulin pump. No product return is required for mmt-1884l.